Event description:
It was reported, to boston scientific corporation. That a wallflex enteral duodenal stent was implanted in the duodenum to treat a malignant gastroduodenal stricture, during a palliative endoscopic stent treatment procedure performed on (B)(6) 2024. During the procedure, the patient suffered a perforation. Which was confirmed, under kidney, ureter and bladder x-ray (kub). On (B)(6) 2024, the patient passed away. In the physician's assessment, the cause of the patient's death was the perforation.

Manufacturer narrative:
Block a4: weight: 62.4 kg. Block h6: imdrf patient code e2114: captures the reportable event of perforation. Imdrf impact code f02: captures the reportable event of death.